Event description:
This event did not result in a death of life-threatening injury. Patient previously had mobi-c tdr surgery and was experiencing pain. Surgeon placed cavux cervical cage-t in 2 level bilateral placement. On a followup visit, it was noted that the cage-t was expelled posteriorly into soft tissue. Successful revision procedure was completed at one level to remove cage-t and replaced with cage-b 4mm. Revision procedure was completed successfully with no issues.